Manufacturer narrative:
There was no patient involvement. Sorin group (B)(4) manufactures the s3 roller pump. The incident occurred in (B)(4). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group received a report that the speed potentiometer of the s3 roller pump was found to be defective during maintenance. There was no patient involvement. The sorin group field service representative tested the speed potentiometer with an external measuring device according the preventive maintenance guidelines and found the speed potentiometer to be defective. The speed potentiometer was replaced and the unit was tested. No further issues were identified. A technical safety inspection was successfully completed and the pump was returned to service. As the speed potentiometer was inadvertently discarded, a root cause could not be determined and no corrective actions were identified. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. Sorin group (B)(4) will continue to monitor the market for trends related to this type of issue. Evaluated on site by service; discarded.

Event description:
Sorin group (B)(4) received a report that the speed potentiometer of the s3 roller pump was found to be defective during maintenance. There was no patient involvement.